Manufacturer narrative:
Novocure opinion is that the skin laceration requiring surgical intervention was related to optune. The fall was unrelated to optune. Skin laceration is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (1% and 1% in optune/tmz and tmz arms respectively). Fall is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (8% and 3% in optune/tmz and tmz arms respectively).

Event description:
A (B)(6) year-old male patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2021. On may 27, 2021, the spouse informed novocure that on (B)(6) 2021, the patient lost his balance, fell backwards on the bathtub, hitting his head and sustained lacerations on the scalp. The patient was on optune therapy during the fall. Due to weakness, the paramedics were called to assist with removing him from the bathtub. Patient was transported to the emergency department (ed) and admitted for further evaluation. Per the spouse, the ed physician stated that the transducer array discs might have contributed to the scalp lacerations although, lessened the severity of the injury. Due to ongoing weakness, etiology unknown, it was suggested to transition the patient from the hospital to a rehabilitation facility. On (B)(6) 2021, the spouse reported that the patient required staples to close the laceration on the scalp and planned staple removal was on (B)(6) 2021. After several attempts of contact, the prescribing physician did not provide any additional information or a causality assessment to the event.